Event description:
A report was received that the patient will undergo explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was ineffective therapy.

Manufacturer narrative:
.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-4316, lot #: 15990755, description: next generation anchor kit-sterile.